Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause of the stripes and resistance test not passing could not be identified although it can be presumed that it was caused by defective plug and heater board. The root cause of the green image could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the laparoscope had a green image. The issue was found during preparation for use. There were no reports of patient harm.